Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2010-00047.

Event description:
It was reported that: "primary surgery done in 2004. Pt complaining of pain for 1 year. No infection when labs returned to o.r intraoperatively. Implants were all stable. Poly wear on tibial insert and patella. Pt had persistent effusions. Lucent lines under tibia on x-ray, yet no loosening."